Event description:
Customer reported receiving several no delivery alarms on the insulin pump during prime. Customer stated that they do not see the motor advance and it takes a long time to rewind. Customer also mentioned that the insulin pump does not seem to respond to act or any buttons. Customer's blood glucose reading at the time of the call was 258 mg/dl and has treated with a shot. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed prime/a33, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. All buttons function properly. Motor advances properly during testing. No keypad anomaly noted during testing. Cracked reservoir tube lip noted.